Event description:
Terumo received the following reported information: the patient developed a very large hematoma with excessive bruising. There was swelling, pain/numbness; however, the pulse was not weak. 11ml of air was injected into the tr band when it was applied. There was no noticeable damage to the device, and the device was not manipulated. The patient was stable. No other devices were used in the access site. Hemostasis was initially achieved using the tr band. The product stored prior to use in their cupboard.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: invasive cath lab tech or nurse the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.